Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2012-03622, 03623. The pt reported he requested and had his scs system explanted due to experiencing heating while charging his scs system in addition to not receiving effective stimulation.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.